Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml) via an implanted pump. It was reported that during the pump replacement surgery, the physician said that the pump segment of the catheter looked damaged. He cut off the entire pump segment and replaced it with a new pump segment of catheter. It was noted that there had been no unusual patient symptoms reported prior to replacement surgery. After the catheter replacement, the physician said that patient's heart rate was in the 40's, so he decreased the simple continuous rate from 21 mcg/hr to 15 mcg/hr. With regards to the environmental, external, or patient factor that may have led or contributed to the issue, it was noted that the physician thought that when opening up the pocket, he may have caused damage to the catheter with the bovie electrocautery. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.